Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer powered down and adjusted all connections on drawer 6.1. After rebooting, fse found that six previous windows updates were pending and ran all six updates to completion and rebooted the station again, which became operational with all drawers reporting. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware failed error noticed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.